Manufacturer narrative:
The fse ran reproducibility for five different samples and one sample demonstrated approximately 0.4 g/dl difference between the minimum and maximum results. The fse discovered that the orientation of the vent line for the hemoglobin (hgb) chamber (vc107) was compromising the precision of the hgb results. The fse observed that the rinse or blank solution entering the hgb chamber was drawn up the vent line during a sample cycle. As the rinse/blank solution was drained from the hgb chamber, the residual fluid in the vent line would be pushed back into the hgb chamber and run down the sides of the chamber. The fse noted that the residual liquid would dilute the sample solution attributing to the hgb imprecision. The fse re-positioned the vent line above the rinse port to resolve the issue. The fse repeated reproducibility of samples and observed a difference of < 0.3 g/dl between runs.

Event description:
A beckman coulter field service engineer (fse) reported obtaining imprecise hemoglobin (hgb) results from the unicel dxh 800 coulter cellular analysis system. The fse stated that one patient sample generated a hgb result of 11.0 g/dl and subsequent repeat of the sample produced a hgb result of 11.7 g/dl. The erroneous result was generated in a beckman coulter facility and the result was not reported out. There was no change or affect to patient treatment in connection with this event.